Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The level sensor, model 23-27-40, sn (B)(4) and the adhesive sensor pad, pn (B)(4), are components that an be used with the system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4) . Sorin group (B)(4) received a report that during a procedure the level detection system failed to alarm low level and did not stop the pump. There was no patient injury. As a result of the investigation, a problem was found with the adhesive sensor holder. Residuals were noticed between the adhesive sensor holder and the reservoir. It was identified as the remains of another adhesive sensor holder that had not been completely removed from the reservoir shell. Placing a second holder over the partially removed first holder caused the reported issue. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that during a procedure the level detection system failed to alarm a low level and did not stop the pump. There was no patient injury.